Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer is very noisy. It was also reported the wand works intermittently. The programmer and wand were returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the system fan was noisy. The programmer passed functional testing. The programmer was able to interrogate wireless and non-wireless using a known good rf (radio frequency) head. Analysis also found three hinge plate screws were missing, the upper hinges made noise when the display screen was rotate, and the power supply made noticeable buzzing sound when the stylus was touching the screen.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.